Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that stent migration occurred requiring a placement of another stent. The 70% stenosed target lesion was located in the non-tortuous and non-calcified initiation part of the left carotid artery bifurcation. A 10.0-24 carotid wallstent was selected for treatment. During the procedure, it was noted that the proximal end of the stent cannot be opened, and the delivery system and stent are adhered, resulting in the inability to withdraw the delivery system. It was not possible to enter the guiding catheter to open the unreleased portion of the stent. While twisting the delivery system, the stent fully deployed but migrated to the middle of the lesion. As a result, the physician placed another stent at the distal end. However, when using the non-boston scientific (bsc) balloon to dilate the distal end of the stent, the non-bsc balloon was punctured by the stent. After removing the balloon, it was found that there was blood inside the balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable post procedure.

Event description:
It was reported that stent migration occurred requiring a placement of another stent. The 70% stenosed target lesion was located in the non-tortuous and non-calcified initiation part of the left carotid artery bifurcation. A 10.0-24 carotid wallstent was selected for treatment. During the procedure, it was noted that the proximal end of the stent cannot be opened, and the delivery system and stent are adhered, resulting in the inability to withdraw the delivery system. It was not possible to enter the guiding catheter to open the unreleased portion of the stent. While twisting the delivery system, the stent fully deployed but migrated to the middle of the lesion. As a result, the physician placed another stent at the distal end. However, when using the non-boston scientific (bsc) balloon to dilate the distal end of the stent, the non-bsc balloon was punctured by the stent. After removing the balloon, it was found that there was blood inside the balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable post procedure.

Manufacturer narrative:
Updated e1: initial reporter zip/post code. Corrected h6: evaluation conclusion codes. E1 - initial reporter address 1: (B)(6).